Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that insulin pump had a threshold suspend after her sensor alarmed that her blood glucose was high. Customer also mentioned that had experienced a low blood glucose of 35 mg/dl and treated with food. Customer's blood glucose went up to 260 mg/dl after she overcompensated for low blood glucose. Customer inquired why the insulin pump would not show a glucose value. Advised customer that once the threshold suspend was triggered, the insulin pump will remain suspended until the basal restarted and that the insulin pump will not give any glucose readings while on suspend. Customer was advised that after two hours insulin pump will restart itself and will start giving glucose readings. Customer declined troubleshooting on low and high blood glucose issues. Insulin pump is not expected to return for analysis.